Event description:
A malfunction code, identified as malf 12, was reported, leading to the customer¿s blood glucose level reaching 620 mg/dl. To address this, the customer administered a correction injection via multiple daily injections and no third-party assistance was required. The pump lost power, and the customer successfully reset it by placing it on a charging pad, which resolved the issue. Cts confirmed the reset cleared the malfunction and instructed the customer to monitor for recurring issues. No further action was necessary as there was no recurrence of the malfunction code after the reset.